Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. During engineering evaluation it was observed that the device had low power. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that motor device was "loud and overheating." The reporter stated that the alleged malfunction occurred during pre-check or surgery. There were no delays to a surgical procedure as an identical spare device was available for use. No injuries or medical intervention were reported. The exact event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.